Event description:
The customer reported being hospitalized due to low blood glucose of 18mg/dl. The customer was experiencing unexplained low glucose for several months. The customer stated that her glucose level was low throughout the week. The customer stated that she was in a car accident and she was the driver. Troubleshooting was performed. The customer's most recent glucose reading was 362mg/dl. Reviewed the programming and it was correct. During the call the customer mentioned that she was diagnosed in may with breast cancer and had a partial mastectomy. Advised the customer to speak with her doctor regarding the low blood glucose, and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.